Event description:
It was reported that the packaging that contained this tubing set was cracked, compromising the product's sterility. This was noticed prior to use and no injury or surgical delay was reported.

Manufacturer narrative:
Investigation findings: the arthroscopy tubing was rec'd for investigation. The reported problem was verified and a visual examination found a crack in the top portion of the container where the bowel and the top meet. A correction action is in process to address this failure mode.